Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during operation a part of the electrode was missing, but it was not in the patient. There was no potential harm indicated. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.